Event description:
In 2003, during an ICD check, the pt had received a shock in their sleep. Device showed 9 inappropriate episodes due to t-wave oversening, qrs double counting and intermittent noise. The physician elected to replace the ICD and lead.